Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right ventricular lead exhibited loss of capture, loss of sensing and high impedance. Fluoroscopy revealed the lead had lost all slack. A lead fracture was suspected. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).